Event description:
It was reported that during a pulse generator replacement for normal battery depletion, this left ventricular (lv) lead was explanted due to high capture threshold. A new lead was implanted instead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and outer insulation integrity. It was noted that the outer insulation was melted, likely as a result of explant damage. Measurements throughout remaining tests were within normal limits. Microscopic inspections of the terminal pin assembly, and electrode tip found no anomalies. As laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a pulse generator replacement for normal battery depletion, this left ventricular (lv) lead was explanted due to high capture threshold. A new lead was implanted instead. No additional adverse patient effects were reported.